Manufacturer narrative:
Date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It is reported that a rotapro and rotawire entrapment occurred. A rotapro and rotawire were selected for atherectomy procedure. The device was prepared outside the body and platformed at 180,000rpm, then advanced over the wire. During procedure, the device sound like it was running slower than what was being displayed on the console 180,000rpm. Then, the device had abnormal noise and burr became stuck on the wire inside the patient. The devices were removed together as one unit. The procedure was completed successfully with another device. There were no patient complications and the patient was stable post procedure.